Manufacturer narrative:
A review of manufacturing records was performed for this device. The batch record was complete, accurate, and fully approved. The handpiece was visually inspected for damage and was evaluated for damage using the hene laser. No damage or unusual findings were noted. When connected to the hene laser, light was emitted from the distal tip of the handpiece; there were no findings indicative of damage to the fibers or the handpiece. The handpiece was opened for further evaluation. The fiber within the handpiece was intact. No damage was noted. As the handpiece effectively delivered laser energy and no damage was noted along the multifilament fiber, it is possible the rep saw the laser flash inside of the coupler, which is normal behavior as the laser energy makes the jump from the single fiber to the multifilament fiber bundle.

Event description:
According to the report, the rep was present and saw a flash out of the corner of his eye. He informed the surgeon and suggested that a new handpiece be used. There was no impact to the patient beyond a brief delay as they were able to quickly change handpieces.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the devise caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported is accurate or has been confirmed.

Event description:
According to the report, the rep was present and saw a flash out of the corner of his eye. He informed the surgeon and suggested that a new handpiece be used. There was no impact to the patient beyond a brief delay as they were able to quickly change handpieces.